Event description:
This lead was implanted on (B)(6) 2003 and remains implanted up to this date. A call to technical services placed on 7/25/2013 states that noise is showing on this atrial lead. The physician was dr. (B)(6) at (B)(6) in (B)(6) pa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).